Manufacturer narrative:
Medtronic received the following information from a journal article entitled; a rare case of a blunt thoracic aortic injury in a patient with anaberrant right subclavian artery: a case report and literature review diaz b, meneses e, kinslow k, mckenney m, elkbuli a, boneva d international journal of surgery case reports 79 (2021) 172¿177 https://doi.org/10.1016/j.ijscr.2021.01.017. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented to hospital with multiple injuries following a rta . One of the injuries included a grade 3 blunt thoracic aortic injury distal to an aberrant right subclavian artery which originated from the aortic arch. The patient underwent bilateral percutaneous femoral artery access under ultrasound guidance, thoracic angiogram, thoracic endovascular aortic repair with a valiant navion stent graft and a right common carotid artery to right subclavian artery bypass. On postoperative day 1, a repeat cta chest revealed a type ii endoleak that was most likely due to the right carotid to subclavian bypass related to retrograde perfusion in the aberrant right subclavian artery. Due to the finding of the repeat cta chest, the patient was taken on postoperative day 2 for a plug embolization of the aberrant right subclavian artery through a right brachial artery approach. On the morning of post-operative day 6, the patient was noted to have a change in pulse exam of the left upper extremity. A cta of the left upper extremity demonstrated left brachial artery occlusion with distal reconstitution of her radial and ulnar arteries, the patient was taken to surgery for left brachial artery exploration, open embolectomy with balloon catheters of the left brachial, radial, and ulnar arteries, and primary repair of the left brachial artery. The patient underwent multiple other interventions for the other injuries received in the rta. A follow-up CT angiogram was also done. This showed stable thoracic aortic arch stent and a patent right common carotid to right axillary bypass graft.